Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. When the closure device was deployed in the laa it detached from the core wire and entered into the left ventricle. The device became stuck at the mitral annulus and the left ventricle outflow tract. The patient was brought to surgery for removal of the closure device. During surgery the laa of the patient was also removed. The patient did well following these events and no further complications were reported.